Manufacturer narrative:
Resmed is in communication with the reporter to obtain additional information regarding event details and has requested the unit be returned so that an engineering investigation can be performed. The device has not been returned to the manufacturer, therefore, resmed is unable to determine if the device contributed to the incident and unable to confirm the alleged malfunction. There was no patient injury reported for this incident. (B)(4).

Event description:
It was reported to resmed that an s9 escape device allegedly caught fire. The device was not in use at the time. There was no patient injury reported as a result of this incident.